Event description:
Customer reported going to the hospital 3 times in the last two weeks. On the three occasions, device = in the 300s mg/dl at 7-8 am. Emergency medical technician (emt) would arrive after 10 am. Emt device = in the 30s mg/dl. Customer was given glucose and IV's to increase their glucose levels. No controls. A request was made for return product and replacement product was sent.